Event description:
It was reported that a spectrum pump powered off without user input occurred during setup. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected additional information b5 and b7: the drug infused was amiodarone and the patient was post cardiac arrest. H3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.